Manufacturer narrative:
Evaluation summary: during product evaluation the air in line printed circuit board (ail pcb) was observed to be out of specification. In the event history fail code 810:04 was observed in the event history as well. Fail code 810:04 can be manifested as a result of the ail pcb being out of specification. The ail pcb was recalibrated. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated;

Event description:
The facility representative reported an infusion pump with failure code 810:04. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.